Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 131570: (B)(4) manufactured and released on (B)(4)2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, 78 items of the lot have been sold without any. Femoral head code (B)(4) lot 130909 (k072857): (B)(4)heads manufactured and released on (B)(4) 2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, (B)(6) of the lot have been sold without any similar issue. Versafitcup dm liner code 01.26.2850mhc lot 132335 (k092265): (B)(4) manufactured and released on (B)(4) 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) of the lot have been sold without any similar issue. Versafitcup dm cup code 01.26.50mb lot 131687 (k083116):(B)(4) manufactured and released on (B)(4) 2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) of the lot have been sold without any similar issue. On (B)(4) 2015 we were informed that the items will not return back and they are with the pt.